Event description:
(B)(4). Went to have a CT scan done and found out had multiple cysts on left ovary and fluid in left fallopian tube. Have been having sharp stabbing pain in left side. Need to get another ultrasound done to see if any changes, then doctor will decide if I need surgery.